Event description:
Allegedly, patient was revised due to mom complications.

Manufacturer narrative:
This is the same event as 3010536692-2015-00277.

Event description:
Allegedly, patient revised due to pain, decreased walk tolerance and elevated cobalt and chromium levels in blood.